Event description:
It was reported that during a drug eluting stenting procedure, stent damage occurred. The lesion being treated was located in the average tortuous, calcified and 100% stenotic right coronary artery. The physician predilated the lesion with a non-bsc balloon and then attempted to cross the lesion with a 2.5x16mm taxus express2 stent several times and the tip of the catheter bent. There were no pt complications. The procedure was successfully completed with another 2.5x16mm taxus express2 stent. Pt status is reported as "good". However, the returned product analysis confirmed that there was stent damage.

Manufacturer narrative:
Device eval: a visual and microscopic examination of the device found damage to the proximal edge of the stent. The first and second rows were bent back proximally. The damaged section was measured with a snap gauge to have an approximate diameter of 1.33mm, which was measured to be 0.20mm greater than the normal stent diameter. This type of damage is consistent with the delivery system encountering some form of restriction. Also, two kinks were noticed along the shaft polymer extrusion (outer) of the device at 3.0cm and 3.5cm distal to the port area. This type of damage is consistent with excessive force being applied to the delivery system. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specs. There was no similar complaints related to this mfg batch number. The most probable root cause of this defect is due to operational context due to the anatomical and/or procedural factors encountered during the procedure.